Event description:
It was reported that the eyelets on the catheter were small, which caused the tip of the catheter to be flimsy.

Manufacturer narrative:
The reported event was confirmed, as manufacturing-related. Two unopened coude olive tip orange latex intermittent catheters were returned with their original packaging. One catheter indicated lot# ngdq0985 on its packaging and the other catheter indicated lot# ngdu3540. The eye length and width of catheter belonging to lot# ngdq0985 were measured to be 0.1880" and eye width = 0.0905". The eye length and width were below specifications. The root cause of this failure was operator error in burning the drainage eyes too small, resulting in the catheter tip being flimsy. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿instructions for intermittent catheters: wash your hands thoroughly with soap and water. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the eyelets on the catheter were small, which caused the tip of the catheter to be flimsy.